Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code of the stapler (atw35, atb35, etc.)? The lot/batch number provided for the tr35w, mj65x, was invalid. Do you have the correct lot/batch number? Did bleeding occur as a result of the device issue? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion as a result of the device issue? Was there any patient consequence as a result of the procedure being prolonged? Was there any other patient consequence or change in the post-operative care of the patient as a result of the event? Procedure: lap. Colon. During firing at vena mesenterica inferior the device functioned normally but after firing it was observed that the device cut but did not staple. There were no staples (formed or unformed) observed in situs. Bleeding occurred but no blood transfusion was necessary. The procedure was finished successfully with another reload. There were no other negative consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 7/8/2016. Batch # unk no lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what was the product code of the stapler (atw35, atb35, etc.)? The lot/batch number provided for the tr35w, mj65x, was invalid. Do you have the correct lot/batch number? Did bleeding occur as a result of the device issue? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion as a result of the device issue?

Event description:
It was reported that during a vena mesenteria inferior procedure, the device did not staple but cut the vena mesenteria inferior. Took new reload, which stapled, patient is well. No further information is available. The procedure was prolonged by 60 minutes. There were no adverse consequences for the patient.